Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
The tip of the screwdriver broke off in the head of a screw while tightening. Screwdriver tip remains in head of screw.